Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part returned. H3, h4, h6: device history lot: product code: 03.010.475. Lot number: 7719722. Manufacturing site: bettlach. Release to warehouse date: 31. Jan. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on (B)(6) 2021, while striking the driving cap of the supra patella instruments, the driving cap broke apart at the thread shaft junction. The nail was placed into its final position with a few final mallet strikes to the broken shaft. So the procedure continued uneventfully. There were no surgical delay reported and no fragments generated. The procedure was successfully completed. Concomitant devices reported: unknown supra patella instruments (part# unknown; lot# unknown; quantity: 1). Unknown nail (part# unknown; lot# unknown; quantity: 1). Unknown mallet: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. H6: investigation flow: damage. Visual inspection: the driving cap (part #: 03.010.475, lot #: 7719722) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and the broken piece was returned. No other issues were identified with the returned device. Device failure/defect was identified. Device used ¿ caliper ca215p. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: connector f/insertion handle f/pfna: se_369219, rev. A/d. Complaint was confirmed. Investigation conclusion: the complaint condition is confirmed for the driving cap (part #: 03.010.475, lot #: 7719722). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while striking the driving cap of the supra patella instruments, the driving cap broke apart at the thread shaft junction. The nail was placed into its final position with a few final mallet strikes to the broken shaft. So the procedure continued uneventfully. There were no surgical delay reported and no fragments generated. The procedure was successfully completed. Concomitant devices reported: unknown supra patella instruments (part# unknown; lot# unknown; quantity: 1). Unknown nail (part# unknown; lot# unknown; quantity: 1). Unknown mallet: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) driving cap. This report is 1 of 1 for (B)(4).